Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary fie d safety notice / recall notification related to the sound abatement foam in certain CPAP , bipap, and mechanical ventilator devices. The patient has alleged that health issues due to using the device also had issues with the device alarming for respiratory alarm. There was no serious patient harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.